Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) was unable to download from electronic picture archiving and communication systems (pacs) using the digital intercommunication of medicine (dicom) q/r on the system. The rep could query her patient, but when trying to download she received a message stating to "please check connection between remote pacs and stealthstation". The rep is not aware of any changes on the system settings, and has not changed and settings. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that the reported issue could not be confirmed. The software is working as designed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) was unable to download from electronic picture archiving and communication systems (pacs) using the digital intercommunication of medicine (dicom) q/r on the system. The rep could query her patient, but when trying to download she received a message stating to "please check connection between remote pacs and stealth station". The rep is not aware of any changes on the system settings, and has not changed and settings. No patient was present at the time of the event.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and was determined what it was a electronic picture archiving and communication systems (pacs) issue. The site is pushing to many files at the same time causing the system to time out. Pacs was corrected and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) was unable to download from electronic picture archiving and communication systems (pacs) using the digital intercommunication of medicine (dicom) q/r on the system. The rep could query her patient, but when trying to download she received a message stating to "please check connection between remote pacs and stealthstation". The rep is not aware of any changes on the system settings, and has not changed and settings. No patient was present at the time of the event.